Event description:
The customer reported that their acuity central station display monitors frequently freeze for 10-15 seconds, requiring system reboot to resolve the issue. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
Log files were obtained and are currently being investigated. A follow up report will be submitted following the investigation.